Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected as the cause of the event, however, this was not confirmed via diagnostic imaging. Additionally, the noise was unable to be reproduced during provocation testing and no additional intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.